Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were in critical override and disconnected mode. A technical support specialist (tss) dialed into enterprise server (es) and logged on to pyxis enterprise server (pes), the tss observed several stations under device not communicating. The tss opened sql server management studio (ssms) and ran a critical override (co) query that showed initiation by the system, the tss opened services and ensured all services were running. The tss ran a server down query in ssms and observed no issue with carefusion communication engine (cce) communication, the tss noticed the stations started communicating and the health sight viewer (hsv) notices started disappearing. The tss called the customer and advised the issue could have been network related, the tss kept the case open for a few hours then closed it after the customer acknowledged the stations were communicating. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations was in disconnected mode and critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.